Manufacturer narrative:
Foreign - report source: (B)(6) .

Event description:
Information was received that a smiths medical portex blue line ultra suction aid was placed on a patient at the hospital. The reporter stated that "when the gas-cut cannula was inserted into the gas incision, the air bag was found leaky and unusable". Therefore, the device was immediately replaced. No adverse patient effects were reported.